Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation into the pleural space causing a hemothorax. Patient was hospitalized and the rv lead was removed without further complications. No additional adverse patient effects were reported. Additional information: this device was expected for return; however, it has not been received. A good faith effort was submitted to the field to obtain product return. The field representative indicated that they were unsure as to whether this device has been sent back or if it is still waiting to be shipped. No further information has been provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation into the pleural space causing a hemothorax. Patient was hospitalized and the rv lead was removed without further complications. No additional adverse patient effects were reported.